Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm vtac and svt. She was advised that the system requires certain criteria which the hospital chooses regarding rate and number of beats for the device to call an arrhythmia a vtac or svt. The bme was advised to send the log files in for evaluation, however they have not yet arrived. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm vtac and svt.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) at (B)(6) medical center had questions on rhythms for the cns (mu-971ra sn: (B)(6)). 4 monitors were picking up false rhythms. The arrhythias were also not showing correctly although the correct options were selected in arrhythia recall. Service requested: troubleshooting/assistance. Service performed: customer (B)(6) was advised that the system had to have certain criteria that the hospital has chosen for a rate and number of beats for the device to call an arrhythmia vtach of svt. Customer was informed that nk can review the waves to try to determine why the alarms did not get triggered, but the customer would need to collect data. Customer did not send in logs. Investigation result: the root cause is determined to be user error/education. Customer was advised on device functionality and how alarm/arrhythmia is determined based on settings at the facility. There were no further reported issues. The device was in use with a patient and there was no reported harm. There is insufficient information available to indicate improper/inadequate device design.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm vtac and svt.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) had questions on rhythms for the cns (mu-971ra sn:(B)(6)). 4 monitors were picking up false rhythms. The arrhythias were also not showing correctly although the correct options were selected in arrhythia recall. Service requested: troubleshooting/assistance service performed: customer ((B)(6)) was advised that the system had to have certain criteria that the hospital has chosen for a rate and number of beats for the device to call an arrhythmia vtach of svt. Customer was inforrmed that nk can review the waves to try to determine why the alarms did not get triggered, but the customer would need to collect data. Customer did not send in logs. Investigation result: the root cause is determined to be user error/education. Customer was advised on device functionality and how alarm/arrhythmia is determined based on settings at the facility. There were no further reported issues. The device was in use with a patient and there was no reported harm. There is insufficient information available to indicate improper/inadequate device design. Based on the given information, this complaint record can be closed.